Event description:
Customer alleged that the CPR function is not working on the bed. Customer stated that the electrical part was damaged.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.